Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 7 of 8 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the five battery devices were not working while in use with the small battery drive device and subsequently would show "red" in the charger. According to the report, the small battery drive device along with two battery casing devices had undetermined malfunction. As a result, there was a 15 minute delay in the surgical procedure. It was reported that an unspecified spare device was available to complete the surgery. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The assignable root cause was documented as improper handling, which is user error/misuse/abuse on the initial report. Upon further investigation, it was determined that the assignable root cause was determined to be due to normal wear. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that the device could not be charged or refreshed. It was determined that the cells on the battery seem to be functional. It was further determined that the safety fuse had been triggered due to overvoltage. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was deformed, bent and wornout. It was determined that the battery was functional but it had heavy signs of wear and deformation by heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.